Event description:
Nurse attempted to attach the needle for subcutaneous injection, the needle spun around in the luer lock attachment in three of the syringes. It would not attach. The fourth one attached appropriately. The luer lock was "spiros, closed male luer w/red cap 10 units" lot 13794862 exp 2028-10-01. Manufacturer (B)(4) for ICU medical of san clemente, ca 92673. The defective syringes were completely replaced (new drug, new syringes, new attachments from a new package) and all attached to the needle appropriately. There was a small administration delay to remake the syringe, but the appropriate dose was delivered.